Event description:
The user reported that during a percutaneous coronary intervention procedure, the valve on the hemostasis valve would not close. This caused the device to leak around a guide wire that had been inserted through the valve. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.